Event description:
Setting up for the case, plastic debris noted on tip of irrigation/aspiration tip so it was removed from service and not used. Same lot number as irrigation/aspiration tip with debris on previous case.